Event description:
It was reported the pt underwent replacement of their intrathecal pain pump in late 2007, due to malposition in the left lower abdomen. No other symptoms were provided. The pt was seen for the post operative visit. There had been no follow up since that time.